Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced 4 lld contact springs, a plunger clamp, and a tip in the reported problem area of the pipette assembly. The instrument was inspected, tested without further problem, and returned to service.